Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, premature battery depletion occurred compared to the estimated longevity of the subject pacemaker. Preliminary analysis revealed that, based on available data, normal battery depletion occurred (according to hrs guidelines).

Event description:
Reportedly, premature battery depletion occurred compared to the estimated longevity of the subject pacemaker. Preliminary analysis revealed that, based on available data, normal battery depletion occurred (according to hrs guidelines).